Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 436 mg/dl at the time of the incident. The customer tried to treat with the insulin pump. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind and the displacement test and manual prime were successful. The customer was advised to monitor and call back if the issue persists. Troubleshooting for the high readings was performed. The customer had symptoms of stomach pain. The customer treated with manual injections. Customer's blood glucose value was 436 mg/dl at the time of the incident and 382 mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. The customer declined further troubleshooting. The product will not be returned for analysis.